Event description:
Sales rep reported that a customer is having problems with stick down of the maxplus valve and blood splashing after drawing blood from the maxplus valve. The nurse stated they are having a problem with blood spattering from the maxplus caps since they started using the curos port protector caps. The blue center portion of the max plus has been staying retracted after they flush and pull back blood to discard. Then, after removing the discard syringe, the septum is retracted and there is a large dot of blood there. Then the septum pops back out and the blood is spattered at whoever or whatever the cap is pointed at. This does not happen all the time but frequently enough to cause concern on their part. No product saved to be returned. There was no pt or user harm reported and no medical intervention was required. Customer stated that no add'l event or pt info is available.

Manufacturer narrative:
(B)(4). No product will be returned per customer. The customer complaint of maxplus valve sticks down and blood splashing after drawing blood from the maxplus valve could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified.